Event description:
An aneurx stent graft sys was implanted in a pt for endovascular treatment of an abdominal aortic aneurysm over 8 yrs ago. Aneurysm and vessel morphology at the time of implant were not reported. It was reported that the stent graft had migrated and it was repaired with 3 aortic cuffs from another MFR. It is unk whether there was an endoleak at the time of migration or how the pt presented. The cause of the migration is unk. On a recent routine f/u, it was noted that the other MFR's aortic cuffs separated from the aneurx device, resulting in a type 3 junctional endoleak. The aortic neck is currently moderately angulated, and the aneurx bifurcated stent graft is located in the middle of the aneurysm sac. An intervention with a talent converter or cuffs is planned for a later date. No additional sequelae were reported.

Manufacturer narrative:
(B)(4). Eval, results: (migration, endoleak), (moderate angulation of the aortic neck). Conclusion: (moderate angulation of the aortic neck).